Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was tested during device upgrade and it was noted sensing was small. It was decided to add a new rv pace/sense lead. The defibrillation coil of the rv lead remains in use. No patient complications have been reported as a result of this event.